Event description:
It was reported that during the tha, when the surgeon was screwing a screw with a universal driver to lock a cup, the tip of the driver broke into the screw head. He attempt to remove the fragment from the screw head but he could not. Because, it was completely locked in the screw head. Therefore, he locked a trident ceramic insert into the cup as is.

Manufacturer narrative:
A material analysis concluded that the lower universal joint failed due to a torsional overload with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed on the fracture surfaces examined. The event was confirmed. A review of medical records was not performed as none were provided. It is also believed that the event is not related to patient factors. DHR indicates the reported device was manufactured and accepted into final stock with no reported discrepancies. There have been other events for the lot referenced. A review of the trending project folder indicates that an existing, valid, trend analysis has been performed on this product and issue. The investigation concluded that broken tip of the universal driver shaft tip was caused by over tightening the screw. No material or manufacturing defects were observed.

Event description:
It was reported that during the tha, when the surgeon was screwing a screw with a universal driver to lock a cup, the tip of the driver broke into the screw head. He attempt to remove the fragment from the screw head but he could not. Because, it was completely locked in the screw head. Therefore, he locked a trident ceramic insert into the cup as is.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.